Event description:
It was reported that the tracheostomy tube was found to be defective prior to patient use. The cuff did not inflate when water was added via the port.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found, that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.